Manufacturer narrative:
The reported events were ¿lead fell apart as they pulled back the stylet¿ and ¿the inner lumen was exposed, and insulation pulled back¿. A partial lead was returned in three pieces without the guidewire. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-22420. It was reported that the patient presented for a scheduled procedure. During the procedure while implanting the left ventricular lead the stylet got stuck in the lead. As the stylet was pulled back the lead fell apart. The inner lumen and insulation pulled back. The lead was not used, and a new lead was implanted. During testing, the lead exhibited high impedance. The physician decided not to use the lead and implanted a new lead. The lead was successfully implanted. The patient was in stable condition post-procedure.